Event description:
It was reported that the crystalens (hd500) was explanted from the pt's right eye due to the pt's complaint of glare and halos. During the explantation of the lens, the incision was enlarged. The orientation of the lens did not change and the bcva before the lens exchange was 20/20. Per the surgeon the pt's prognosis is monovision.

Manufacturer narrative:
The lens was returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.